Event description:
A hospital in (B)(6) reported that an unspecified breathing circuit melted while in use on an mr730 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the result of our investigation.